Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Reportedly, pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer completed the load process while connected to pump, delivering up to 20-25 units of insulin. Carbohydrates were consumed to treat bg levels. Customer later reported bg levels were no longer decreasing and had risen to 75 (mg/dl).